Event description:
New information noted that the programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited two false hvr episodes that were a result of lead noise. It was noted that there was lead damage. Further information was requested however, was not provided.